Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(4) 2022, it was reported that while sitting, the patient's infusion set's tubing came apart close to the site location. Both the site location and the pump were located on patient's abdomen. The infusion had been used for less than one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.